Event description:
The patient stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. During troubleshooting with a company representative, she stated she does not go through the change the cartridge procedure when removing the cartridge but pulls the cartridge out. The proper procedure for removing the cartridge was reviewed with the patient. The patient stated she thought a small amount of insulin spilled into the cartridge compartment. She was advised to use a cotton swab to dry out the compartment. Repeated attempts to follow up with the patient were unsuccessful. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.